Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h4: the lot was manufactured between october 25, 2023 ¿ october 26, 2023. H10: the device was received for evaluation. A visual inspection revealed a small amount of fluid inside a bag that contained the unit. When the device was removed from the bag, the cause of the leak was found to be an untightened blue winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with green colored water. After filling and prime, to ensure the blue cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the bag provided by the manufacturer. This occurred prior to patient use. There was no patient involvement. No additional information is available.